Event description:
Medtronic legal received information regarding the customer was hospitalized due to low blood glucose level from the attorney of the family. Customer stated that her glucose was at a low level and she passed out and hit her head. She explained that on (B)(6) 2017, her blood glucose dropped to 52 mg/dl while she was driving causing her to go unconscious. Similarly, on (B)(6) 2017 after her blood glucose suddenly dropped, she went unconscious, hit her head, and had to go to the emergency room for treatment. Customer stated that the infusion set was changed that evening (B)(6) 2017 blood glucose was 363 mg/dl. During this call customer confirmed that both episodes occurred with recent set changes. The customer was hospitalized on (B)(6) 2017 with blood glucose level 52 mg/dl at the time of hospitalization and current blood glucose level was 189 mg/dl. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was over delivering insulin. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. B5 submitted initially was not fully correct. Corrected data is being submitted under b5 on this follow up report.

Event description:
Correction: this case is for the (B)(6) 2017 incident. Customer reported two incidents of low and loss of consciousness. On (B)(6), 2017, she had a low blood glucose while she was driving, she became unconscious, and her boyfriend took over the steering wheel to prevent them from crashing. On the morning of (B)(6), 2017, she had a low, she went unconscious, hit her head, and had to go to the emergency room for treatment. She said both episodes occurred with recent set changes. She said she had a set change on the evening of (B)(6), 2017 and on the evening of (B)(6) 2017. She believes both are related to the membrane vent blockage recall. Customer was disconnected during the rewind/prime sequence. During the call, the reservoir was showing 25u, while the screen was showing 31.5u. Pump was used at the time of the incident. It is unknown if sensor was used.